Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that on (B)(6) 2018 a "seemingly straight forward" novasure endometrial ablation was performed. The patient represented with abdominal pain on (B)(6) 2018 and at laparoscopy was found to have a full thickness burn of the myometrium, treated with antibiotics. No bowel injury and no uterine perforation. The patient was discharged from the hospital on (B)(6) 2018. No additional information was received.

Manufacturer narrative:
Catalog #: corrected device catalog number.

Event description:
The medical director spoke with the performing physician and additional information was received. There was no bowel injury however, the patient had a focal thermal injury to the serosa of the uterine wall. She had severe pain lasting over a month post-ablation and ultimately required a hysterectomy. She continues to have pain but seems to be improving. No further information was received.